Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. A system log review cannot be performed at this time due to insufficient event date information. Note: due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. The procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. The patient demographics provided represent the demographics of the majority population described in the article. Citation (apa): robot-assisted gynecologic surgery outcomes and risk assessment 10.1007/s11701-025-02479-y nakazono-2025-robot-assisted gynecologic surge.pdf. Https://doi.org/10.1007/s11701-025-02479-y.

Event description:
A review of the article reported the following adverse event. The study included 37 pre-old (70-74 years) and 24 old (greater than or equal to 75 years) and patients who underwent robotic surgery between january 2019 and april 2024. One patient developed a pelvic infection (clavien-dindo grade iiia); no other serious complications occurred. This study demonstrated that robotic surgery in older patients is safe, regardless of age.